Manufacturer narrative:
The device that was intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. The complaint history file contains further instance of the reported events. Probable cause may be obstruction or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a phone call was received stating that device is alarming blockage and full canister as well even when the canisters in question were not close to being full and then during the blockage alarms the soft port was still sucking down and there was no kinking of tubing. No harm or injury reported.